Event description:
It was reported that the insulin gauge was inaccurate. In addition, a minimum fill notification occurred after the user filled the cartridge with 298 units of insulin during the load sequence. Customer loaded a new cartridge to resolve the issues. Customer¿s blood glucose level was 69-80 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.